Event description:
Info received indicates, the brake is not holding.

Manufacturer narrative:
The technician could not adjust the brake further. The technician replaced the brake cable to repair the bed.